Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing peristaltic head tubing (pn 7-35009685-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated total bilirbuin results on the architect c16000 analyzer. The following data was provided: cid (B)(6) ran 11/21 at 0625, initial 12.2 mg/dl, repeat at 0.6; cid (B)(6) ran 11/21 at 1000, initial 11.0, repeat 6.3; cid (B)(6) ran 11/21 at 0930, initial 10.6, repeat 3.1. There was no impact to patient management reported.